Event description:
It was reported that this pacemaker system had a red alert due to a high, out-of-range right ventricular (rv) pacing lead impedance measurement, measuring greater than 2,000 ohms. It was noted that thresholds have been stable however, there is not much of a safety margin. Additionally, there are no observations of noise. The patient is not dependent on therapy. Technical services discussed raising the impedance limit. At this time, the system remains in service. No adverse patient effects were reported.